Event description:
Supplement report being submitted due to the completion of the investigation on 13-mar-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to (B)(4) which captures the 2 ttso-10-7 stents that migrated during the same procedure. Manufacturing records: prior to distribution, all ttso-10-6 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for ttso-10-6 device of lot number c1981992 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the ttso-10-6 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1981992. Instructions for use and label: it should be noted that according to the instructions for use (ifu0045) that the potential complications associated with ercp "include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." There is no evidence to suggest that the user did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre-existing/underlying conditions. However, as per the instructions for use, migration is a known potential complication associated with with ercp. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the plastic stents migrated distally after approximately 2 weeks after the procedure. Confirmed quantity of 1 device, confirmed used. According to the initial report, the migrated stents were retrieved using a snare and new plastic stents are deployed and all three procedures were successful. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre-existing/underlying conditions. However, as per the instructions for use, migration is a known potential complication associated with with ercp.

Event description:
Dr (B)(6) who conducted these ercp procedures on three (3) different patients, noticed that the plastic stents migrated distally after approximately 2 weeks after the procedure. The migrated stents were retrieved using a snare & new plastic stents are deployed and all three (3) procedures were successful. Did any section of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? Yes. - the migrated stents were retrieved using a snare & new plastic stents are deployed and all three (3) procedures were successful. Did the product cause or contribute to the need for additional procedure(s)? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effect(s)? No please see responses from area representative in red applicable for (B)(4) 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. In air conditioned & well lit room 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 0.035 wire guide. 3. Was the wire guide lubricated prior to use? N/a, yes, no. 4. Was the wire guide inspected for damage prior to use?* n/a, yes, no. 5. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no. 6. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no - sphincterotomy. 7. If yes please indicate the type of procedure performed. Sphincterotomy. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no. 9. If not with the device in question, how was the procedure finished?* for complaints occurring during use (once in contact with endoscope) also ask: 1. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, ercp scope. 2. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. 3. Was resistance encountered when advancing the wire guide to the target location?* n/a, yes, no. 4. Was resistance encountered when advancing the introduction system in place to the target location?* n/a, yes, no. 5. How did the physician deal with this resistance? 6. How did the physician determine the length of the stent to be used for the procedure? Under fluoroscopy. 7. Where was the stricture located in the duct? Mid of common bile duct. 8. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. N/a. 9. Was resistance encountered when advancing the stent through the obstructed area?* n/a, yes, no. 10. After placement, was stent position verified? N/a, yes, no. 11. If yes, please describe how. Under fluoroscopy & endoscopy imaging. 12. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no. 13. If yes, please indicate what modifications were made: 14. Please indicate why the modifications were necessary. 15. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 16. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. 17. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.